Event description:
It was not possible to communicate with the device by using the recharger or the programmer. The patient was in contact with an electric fence and he was shocked; he wasn't sure if his stimulator was damaged or overdischarged. He also felt stimulation in areas other than intended. It was felt that the ins was depleting faster than normal and that the "wire had slipped down a bit." Fluid had caused reprogramming to be delayed one month. It was also stated that the patient had a burning sensation at the lead locations which went away when the stimulation was off. The burning was worse when the patient was sitting; it felt like a belt was wrapped around his abdomen. The burning sensation was present before the incident with the electric fence. Palpation did cause stimulation changes. The patient was seen in clinic on (B) (6) 2010 and x-ray with epidural injection was obtained (results not provided). The patient had another appointment on (B) (6) 2010 at which time it was discovered the device was overdischarged. A trickle charge was performed. X-ray was obtained; the lead positions looked good. Impedances were in the 500-600's for both leads. Specifically, 667 ohms for pairs: 0, 10; 0, 12; 0, 13. The following monday, the patient met with a manufacturer representative for reprogramming and a lead fracture was suspected. A lead revision was suggested to the healthcare provider. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).